Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the inability to fill/aspirate the pump reservoir was not determined. The hcp ¿carried out¿ all the troubleshooting techniques as recommended by the company consultant. Intervention was negative pressure was applied for five minutes by pulling on the plunger of the syringe and decreasing the size 20 ml, 10 ml, 5 ml, 3ml and 1ml. The filling aspirating issue spontaneously resolved when an attempt to refill was done one week later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine (concentration 5 mg/ml, dose 2.5003 mg/day) and dilaudid (concentration 20 mg/ml, dose 10.001 mg/day). It was reported the hcp stated he was refilling the patient¿s pump on (B)(6) 2017. The expected reservoir volume was 4.5 ml, and the actual reservoir volume was a little less than 1 ml. The hcp stated the fluid was clear. The hcp stated at that point he decided to refill with preservative-free normal saline 5 ml and again 10 ml and was able to do this without difficulty. The hcp stated he did not use the filter from the manufacturer refill kit. The hcp stated he injected 5 ml of drug and was able to aspirate that without difficulty. The hcp then stated he went ahead with the refill and was only able to get 16 ml of drug in the pump and was unable to then aspirate that 16 ml. The hcp stated he would try the troubleshooting considerations and call back as needed. No patient symptoms were reported. The hcp stated no previous refill issues. The hcp called back and was still unable to fully refill the patient¿s pump. The hcp stated the patient had not had any hyperbaric or other medical procedures. The hcp would try those procedures and call bac k if he still could not fully refill the patient¿s pump. The hcp called back and he was still unable to aspirate the 16 ml of drug from the pump, and he tried a new refill kit. The hcp called back in three times while on-call. The hcp stated he was only able to get 4 ml in the pump and now couldn¿t fill or aspirate. The hcp took a lateral x-ray of the pump. There had been no falls or trauma per the patient. The hcp was going to give the patient oral medications to cover any symptom changes in the coming days.